Event description:
It was reported less than three weeks post implant that there was a perforation. The right ventricular (rv) lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.